Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer reviewed the reaction curve and found a spike in the reaction before reagent dispensing. He replaced the tubes in the rinse unit which had poor aspiration. The investigation is ongoing.

Event description:
The initial reporter received a questionable glucose result from one patient sample tested on the cobas 8000 c702 module. The initial result from the module was 565 mg/dl. The repeat result from another cobas module was 80 mg/dl. The initial result was not reported outside of the laboratory as it was very high for the patient's clinical history. The repeat result was deemed correct.

Manufacturer narrative:
The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.